Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) dialed into the system, verified the connections and confirmed that it was active in remote smart service. Fse then connected to the customer support center, verified the database, and identified that the host was not sending admit to the pyxis. Fse informed the user to relay the same to the hospital information technology department to correct the issue. The system functioned as intended after the field service engineer had troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.